Event description:
The customer reported that the system blacked out and shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The following components were replaced: the infc board, video controller board, image processor board, ps2 power supply and left monitor. The system was then found to be operating as intended.